Event description:
It was reported that the ventilators failed to cycle on pt. Ventilator was taken off pt, pt was bagged and ventilator was replaced. An fse from allegiance healthcare was dispatched to the customers site. The front panel settings, at the time of the reported incident were as follows: prvc=12, tidal volume=800, fio2=60, peep=5. Other front panel settings are unknown. There were no pt injuries.